Event description:
It was reported that approximately seven days post implant, the patient experienced phrenic nerve stimulation and diaphragmatic stimulation due to dislodgement of the right atrial (ra) lead. The ra lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.